Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr. (B)(6) deployed the bag, put gallbladder in bag, closed the bag, and when the bag closed, it was as if the looped cord got stuck or snagged b/c the bag fell back in patient w/no looped cord around ring of bag." Patient status: outpatient, discharged on time.

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The event product was not returned to applied medical for evaluation, only a photograph of the product was received. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all cords are 100% visually inspected for damage. The cord breakage is likely the result of its interaction with the distal inner edge of the tube during retraction of the actuator. Applied medical continuously seeks to improve the form, function and ease of use of its products. Applied medical is currently researching product enhancements intended to minimize the potential for this type of event to occur. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from applied team member on march 14, 2016: the specimen remained in the bag when the bag fell back into the patient. The specimen was pulled out of the bag and pulled through the defect. The bag was then pulled out through the trocar. Additional information received from applied team member on june 27, 2016: the string looked like it broke when retracting the stick to close the bag. Information if there was any experience of excessive force could not be obtained.